Event description:
It was reported that during a laparoscopic gastric bypass procedure, the atb45 cut but did not staple. The procedure was delayed 1 hour. The surgeon succeeded in controlling the bleeding and did not have to open the pt.